Manufacturer narrative:
This report is submitted on march 23, 2023.

Event description:
Per the clinic, the device was explanted on (B)(6) 2023 due to non-use. There are no plans to re-implant the patient with a new device as of the date of this report.

Manufacturer narrative:
Device analysis report is attached. This report is submitted on may 22, 2023.